Event description:
Patient had outpatient implantation of an av sequential defibrillator. Three weeks later he was admitted with an infected sac around the device. The fluid is showing heavy growth of acid fast bacilli. The device was explanted 4 days later.